Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 01dec2020.

Event description:
It was reported to philips that the device was alarming and does not work. The customer stated there was only one alarm, but was not sure what it was. The device was in clinical use at the time of the event. There was no report of patient or user harm. The device did not shut down, and continued to provide treatment to the patient. A philips authorized service personnel (asp) was dispatched to the customer site and could not confirm the reported issue with the device as the device was not able to be evaluated. The asp was not able to evaluate the device as it was in use on a patient. Since placing the order to check the equipment the v60 has not shown any error. The reported problem has not been reproduced. The device remains under evaluation at the facility and if the problem occurs again, a new request will be made to evaluate the equipment. No parts were ordered or service requested and the case was closed. If the decision is made to have the device evaluated and repaired a new service order will be opened.